Event description:
Pt given direct current shock of 50 joules, then 100 joules. Patient developed transient ventricular fibrillation. 50 joule strips shows synch indicators. 100 joule strip does not show synch indicators.